Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective circuit board, however, the exact cause of the defect could not be specified. It is likely the circuit board failed due to one of the following: -an accumulation of electrical stress from repeated use .-accidental overcurrent (such as static electricity or an electrical fault) . Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use and no abnormalities were found.

Event description:
The customer reported that when using an endoeye flex deflectable videoscope, the image disappeared. The event occurred during the therapeutic procedure (laparoscopic assisted right hemicolectomy) and was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.